Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported via FDA medwatch letter (mw5090625) that the following incident occurred: arthrex scorpion needle tip broke off in surgical incision. Additional information obtained 11/11/2019: the facility was unable to provide information regarding the type of procedure being performed and whether it was open or arthroscopic. The needle tip was not located and therefore may still be in the patient. Part/lot number of the mating handpiece is unknown.

Manufacturer narrative:
The failure mode could not be determined, but the broken needle point condition can be caused by consistently passing the needle through challenging tissue (thick or calcified) or hitting bone. The buckled needle strip condition is typically caused by the device skiving under thick tissue or distorting distally under the jaw. The distal end of the nitinol point demonstrated minimal scrape marks, indicating the device was not fired excessively. The mating (instrument) was not returned or identified. Confirmed the needle strip thickness and width dimensions to be within specification.